Manufacturer narrative:
The device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient's left leg. The physician had acquired right ipsilateral retrograde femoral artery access, and successfully negotiated the patient's common iliac bifurcation. During catheter manipulations the tip detached. The physician then acquired left, contralateral retrograde femoral artery access and successfully deployed a vascular snare device, retrieving the catheter tip from the patient. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. Visual examination of the returned device found that the shaft of the catheter had fractured. The tip of the catheter did not separate as initially reported. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.